Manufacturer narrative:
67: examination and testing of each of the ten returned sealed sets revealed no physical or functional defects. No tubing or bulb pump breakage occurred during the testing. Reported complaint condition could not be duplicated. No conclusion can be drawn.

Event description:
Undocumented 2 incidents with same pt. Staff started using bulb pump and the tubing split above the bulb. Blood was infusing during surgery. Blood loss was minimal. Anesthesia changed sets twice before the third one worked fine. No pt harm.